Event description:
It was reported that there was a stored ventricular episode on this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed device episode data and found that three bursts of anti-tachycardia pacing (atp) accelerated the rhythm then an electric shock was delivered to convert the rhythm to normal. The health care professional (hcp) noted that the patient passed out during this episode. It was not determined if this episode was supraventricular tachycardia (svt) or ventricular tachycardia (vt). The cardiology department was contacted and further monitoring was decided. No additional adverse patient effects were reported. Currently, this ICD remains in service.